Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from a trocar during a cataract /vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
No sample was returned for evaluation. A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).